Manufacturer narrative:
New additional information was received for this case.

Manufacturer narrative:
The associated journey bcs articular insert was not returned for evaluation. Therefore, a product analysis could not be conducted. However, device details were provided. Thus, review of the manufacturing records and complaint history were conducted. The review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. The review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Without the return of the actual product involved, our investigation of this report is inconclusive. Our clinical evaluation noted that the reported hyper extension ¿while crouching ¿ was most likely the contributing factor to the reported revisions approximately 10 years and 12 years post implantation. The patient impact was limited to the poly insert revision procedure, however pre-revision instability was probable. No further investigation warranted for this complaint; and smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a revision surgery with a poly ethylene insert switch was performed due to a patient suffered a tibial-post fracture with the bcs journey total knee system.